Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that data from this device was requested to be reviewed due to possible mode switching anomaly. During this remote monitoring data review, it was also noted that there had been several out of range shock impedance measurement alerts over the last several years; all having been acknowledged and dismissed by the clinical site. The information pertaining to the mode switching was communicated however there had been no requests for data reviews from the medical site or by the local boston scientific field representative, as it pertained to the out of range impedance findings. To date the product remains implanted and in service. The local field representative has confirmed the physician is aware and has elected to monitor the patient at this time until the battery of the device is at end of life.